Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and the reported failure was not confirmed or replicated. Fa found additional observations not reported by the site. The endoscope was evaluated and placed on a diagnostic tester for functional testing. The light leakage test was performed to detect if any image quality defects were detected in either or both eyes. The endoscope was found with an artifact(s) in the right eye. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an aea shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During an inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed the mtf test.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 30 degree endoscope plus moved freely with uncontrolled motion and the image was reported to be inverted and foggy. The endoscope was identified as defective prior to the start of the procedure on (B)(6) 2024 and there was no reported injury to the patient. The procedure was completed with a backup endoscope.